Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Analysis of the device memory indicated a r-wave amplitude measurement issue.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated a r-wave amplitude measurement issue. Beginning on (B)(6) 2015 the r wave amplitude varied between 5.125 and 16.125 millivolts. The rv capture threshold was between 0.375 and 0.875 volts. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital with dizziness and asystole. Telemetry revealed intermittent loss of pacing on the implantable pulse generator (ipg). Right ventricular (rv) lead exhibited high impedance. The lead had intermittent loss of pacing during the tug test and noise during manipulations. It was speculated that the lead may have fractured due to the patient's tight anatomy. The physician attempted to place a new rv lead, however, the vein was occluded and a new lead could not be placed. The physician reprogrammed the device to unipolar. The implantable pulse generator (ipg) and rv lead were subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.